Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 2.75x28mm taxus liberte stent was advanced to the distal circumflex lesion, but was unable to cross. The stent was damaged during the procedure. The procedure was completed with a different device with no pt complications. The pt was reported to be good post procedure.

Manufacturer narrative:
The device was not returned, therefore a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).